Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and deep brain stimulation (dbs) therapy indications. It was reported that the patient had his ins replaced a couple months ago and the manufacturing representative (rep) told him that he had a "short." The patient called to request the rep's contact info because he wants the rep and the doctor to work together to fix the short. The patient noted he had an appointment with his healthcare professional (hcp) the following morning. No symptoms were reported. No further complications were reported/anticipated. Additional information was received stating the rep was not aware of a short, and if he did, he would have submitted an mpxr.